Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl. Elevated blood glucose was addressed with manual dose injection. The customer resolved the issue prior to calling by changing out supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.